Manufacturer narrative:
This is one of four reports being submitted for this article. Please reference the following manufacturer numbers: 2015691-2020-10152, 2015691-2020-10154, 2015691-2020-10155, and 2015691-2020-10156.

Manufacturer narrative:
This report is for 1 coronary obstruction reported to have occurred in a patient with sapien 3 valves the date of the event is unknown. According to the article all implants were completed between (B)(6) 2012 and (B)(6) 2017. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The exact cause of the reported event was unable to be determined, but may have been due to patient and/or procedural factors not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference: di, d. Stefano, et al. "Impact of horizontal aorta on procedural and clinical outcomes in second-generation transcatheter aortic valve implantation." Eurointervention: journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology 15.9 (2019): e749-e756.

Event description:
As reported by an edwards lifesciences affiliate in italy, through the review of the medical article: " impact of horizontal aorta on procedural and clinical outcomes in second generation transcatheter aortic valve implantation¿, a study was performed to evaluate the impact of horizontal aorta (ha) on device success and short-term clinical outcomes of transcatheter aortic valve implantation (tavi). The authors retrospectively assessed 547 consecutive patients treated with transfemoral second-generation non-balloon expandable valves (n = 447) and balloon expandable sapien 3 (n = 100) valves for symptomatic severe aortic stenosis between march 2012 and december 2017. The following events were identified during the study period for patients with sapien 3 valves: 3 aortic ruptures 1 coronary obstruction 15 new pacemaker implantations 2 strokes at 30 day follow up.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.